Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation, and the patient experienced pericardial effusion that required pericardiocentesis. It was reported that post procedure, the patient had a pericardial effusion. During the procedure, the patient remained stable and was monitored for effusion via intracardiac echo. At the end of the procedure, a basal left ventricular effusion was present that was not present on the baseline images. The patient remained stable and was taken to recovery for further monitoring. However, a follow up cardiac ultrasound / echocardiogram demonstrated that the effusion had expanded. The patient returned to the procedure room, approximately two hours later, to have a pericardiocentesis. The patient improved. The physician stated he felt the cause was from a difficult transseptal puncture. Two transsetpal puncture sites were performed. The activated clotting time (act) was "more than 300". No error messages were observed on biosense webster equipment during the procedure. There was no evidence of a steam pop.